Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tech was deployed an 8 french angio-seal, there was a suture lock, and the suture would not unspool. The tech followed the troubleshoot protocol and the angio-seal was deployed successfully. The patient procedure was a neuro case. There was no patient injury and/or require medical or surgical intervention. Additional information was received on 30may2025: a 6 french slender procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with device insertion. No pre-deployment angiogram performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. As of 15jul2025, the sample was not available for evaluation. If the sample is ever received, then the complaint will be reopened and updated accordingly. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).